Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c theter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was noted. Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that the complete heart block (chb) and the implant of the permanent pacemaker, occurred on the same day, following the valve implant. B3. Date of event: updated the date of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon review, it was noted that the PMA number had inadvertently been omitted from the initial report. It has been added to this report. If information is provided in the future, a supplemental report will be issued.